Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been having high blood glucose levels (value unreported), but declined to troubleshoot. The customer wanted to go back to their old pump for the time being, and needed instructions on how to turn off the pump. Tandem technical support walked the customer through the process.